Event description:
Device issue: loose stent. Time of device issue: during preparation. Adverse event: none. It was reported that during preparation, it was noticed that the 3x15 rx promus had moved on the balloon. Reportedly, there was no pt involvement. No additional info was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.